Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the second application in a lap sleeve gastrectomy, the surgeon placed the jaws of the reload on the stomach at the crotch of the first staple line. He pressed the green button and then fired. The reload moved about 10mm transecting and laying down staples and stopped. The surgeon waited for the tissue to compress for 20-30 seconds and pressed the fire button again with no response. He then retracted the reload, cut the buttress material off and removed the stapler. He then applied another reload, which immediately slowed down upon firing and stopped. The surgeon pulsated the fire button and the reload continued to make its way slowly through the stomach until it stopped about ¾ of the way through completion. At this point he was unable to continue to the true end of the firing sequence. He retracted the reload, cut off the buttress material and removed the stapler from the patient. To correct this condition the surgeon was able to complete the sleeve with the powered handle and another reload. The patient current status is reported as good. No other adverse events were reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was partially fired to half way between the 4 and 5 cm cut lines. The reload was loaded into a pmv representative instrument (powered handle) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. The powered handle device completed the firing without difficulty. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.